Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there is pain at the lead site following a surgical procedure that took place on (B)(6) 2019 (related manufacturer reference number: 1627487-2019-06812). As a result, surgical intervention took place wherein the lead was explanted and replaced. The pain has since resolved.